Event description:
During a pci treatment procedure, the maverick2 monorail 15/2.0 mm balloon ruptured at 12 atms on the fourth inflation. The number of atms reached on the first two inflations is unknown, and the third inflation was to 12 atms. The patient was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in the right coronary artery. The physician used a terumo introducer sheath for vascular access, a mach1 guide catheter and a balance guidewire to cross the lesion. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good'.